Event description:
The customer returned the product without initially reporting the reason. Further information obtained from the customer that there was a zipper damage but couldn't specify where. There was no patient injury reported. Evaluation of the bed by posey shows damage to the zipper elements on the foot panel.

Manufacturer narrative:
(B) (4) - zipper damage. Evaluation of the returned product shows that on the foot end of the panel, the nylon is torn and the zipper elements are broken. The panel side head has 1 inch broken stitches. (B) (4).